Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis due to cannula dislodged and was hospitalized on (B)(6) 2024 and eventually shifted to intensive care unit (ICU). The blood glucose level was over 400 mg/dl at the time of event and the patient got treated with bolused via the pump. The patient was tested for ketones and results were high. The infusion set was in use for one day. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6008330 have already been previously tested for visual and flow in the complaint (B)(4) on (B)(6) 2025. All test results were within specifications as per (B)(4) test report. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the 6008224 was manufactured according to the document version 115 on the packing process in the line 9 on 14/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code soft cannula dislodged from tissue during use and lot 6008224 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.